Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the ins battery felt hot during an MRI. The patient had an MRI a month ago and during the MRI the patient could feel the ins battery get hot while in the MRI machine. The patient stated when they came out of the MRI the screen slipped out of MRI mode. The patient stated it was in regular mode. The patient stated they didn¿t think it went into MRI mode before the scan. The patient stated they were scared to turn the device back on and was not sure what to do. The patient thought the MRI machine was a 1.5 t machine. The patient also mentioned they were charging and had two bars of batteries, one quarter full plus, and then when they turned the programmer on it showed the patient had no battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had an MRI in october and the neurostimulator (ins) felt warm during the scan. The rep reported that the patient stated it wasn¿t painful, but it was uncomfortable. The rep reported that the patient hasn¿t turned stimulation on since. No further complications were reported.